Event description:
It was reported that there was an infection, the patient had one of the wires removed due to an infection and then another implanted. The patient had two implantable neurostimulators (ins)s the second one was added when the patient had had one of the wires removed. Further follow-up is being conducted. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37085-40, serial # (B)(4), product type extension; product ID 37085-40, serial # (B)(4), product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v833497, product type lead; product ID 3387s-40, lot # v833497, product type lead. (B)(4).